Event description:
It was reported that the merlin transmitter did not power up after a power surge. It was noted that one of the green contacts on the prongs looked burnt. There were no consequences to the patient. The device would be replaced.

Manufacturer narrative:
Final analysis found burn marks to the ac power adapter and components on the main pcb which contributed to the field complaint of power up anomaly.